Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion with a bend of 80 degrees was located in the moderately calcified left anterior descending artery. A 32 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, the physician encountered friction while trying to pass through the angulation. Upon removal of the device, it was noted that some struts at the proximal part of the stent were lifted. The procedure was completed using a 2.75 x 20 promus stent. No patient complications were reported and the patient's status was stable.